Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were encountering issues with the e-100 applying energy to the vessel sealer extend (vse). The customer had tried to hard cycle the e-100 with no change. The customer explained that they used the integrated electrosurgical generator unit (iesu) with no issues. The customer was not going to use the vse instrument any further in this procedure. The customer encountered the same issue during the first procedure of the day as well (pr 555943). Onsite logs did not reflect any system related issues. The tse recommended the customer depress the power button on the e-100 for 3 seconds to power the e-100 off and then power the e-100 back on prior to the next use. The tse recommended the customer contact technical support if the issue persists. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer reported that the procedure was completed with the same e-100 generator using other energy instruments the e-100 generator recognized. There was no reported injury due to the issue and the procedure was completed robotically. No images or patient demographics were available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the vessel sealer was not detected. The fse was able to reproduce the issue and the fse replaced the e-100 (part# 374848-09/serial# (B)(4)) and programmed it. The issue was resolved after replacing the e-100. The system was tested and verified as ready for use. Isi received the e-100 involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported failure of "issue with the vessel sealer". This unit was installed into the printed circuit assembly (pca) test system and on startup there was no error and with a synchroseal instrument installed the unit could not recognize the instrument sometimes. It happened intermittently and it was possible that something was not working. Log reviews confirmed that the customer performed a gastric bypass (roux-en-y) procedure on (B)(6)2022 on system sk3409. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced by the fse after replicating the issue. The surgeon was able to complete the procedure robotically with the same e-100. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.